Event description:
It was reported that device was alarming over weekend when it was not full yet, dressing removed for a cavity wound which requires npwt. Canisters lot number were checked with npm and was noted these were not optimized.

Manufacturer narrative:
H10: h3,h6: the devices used in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported events and a root cause is undetermined. We understand that these canisters will not be returned due to being used. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot numbers found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported events has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. This investigation is now complete, please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.